Event description:
Pt presented with a short neck. Access and deployment of a 25-16-120bl bifurcated device and a 25-25-75l proximal extension. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.